Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for high pacing impedance after exhibiting gradually increasing pacing impedance. Additionally, the rv lead exhibited chronic high thresholds; however, the rv lead captures normally when the patient requires pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.